Event description:
The facility had stated that a model cc4204bf intraocular lens was successfully implanted by the surgeon, but after the implant, damage to the lens was noted. The surgeon removed the lens without injury. The facility had indicated that the surgeon used a model msi-pf injector and model sfc-25 fp cartridge to implant the lens. The lot numbers for these items was not specified.

Manufacturer narrative:
Evaluation method: review of the work order and device history were performed. Results: visual inspection of the lens showed one of the haptics was missing and there was a tear in the optic. Review of the work order indicated that there were no similar complaints found within the work order. Additionally, there was nothing in the manufacturing, sterilization or production of the lens that would have caused or contributed to this complaint. Conclusion: no conclusion can be drawn. The facility did not return the injector or the cartridge used in this case.